Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ liberty cycler set malfunction or product deficiency. The patient had concomitant constipation which can be a predisposing factor in developing peritonitis due to transmural transmission of bacteria. Additionally, the organisms enterococcus faecalis and klebsiella are organisms that are normally found in human intestines; therefore, the patient¿s peritonitis was most likely associated with the patient¿s comorbid condition of constipation. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy contacted customer support for a patient line alarm that occurred during fill one of the pd treatment with the liberty cycler. The patient reported they were going to the outpatient pd clinic to have their pd catheter (not a fresenius product) checked. The patient completed pd treatment using manual exchanges. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient¿s pd effluent was cultured, which grew the organism enterococcus faecalis and klebsiella. The patient was diagnosed with peritonitis; treatment rendered was unknown. The pdrn stated the patient had concomitant constipation which was believed to have caused the peritonitis infection. The patient is reportedly recovering from the event and continues pd therapy without further reported issues.